Event description:
It was reported that a large volume intermate was observed to have a black mark on its filter. This was noticed after compounding with saline and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 5, 2014 to june 6, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.